Manufacturer narrative:
B3: the year of the event is 2024 but the exact day and month not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alerts as cassettes are not attached properly. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged/degraded downstream occlusion (dso) seal and a defective dso sensor due to the failed dso test. The cause of the customer reported problem was the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and dso sensor, and the pump passed all functional tests and performed as intended after repair.